Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted because it was not functioning properly. The device issues began approximately one month before the revision surgery. A new app device was implanted. The patient's outcome was reported as good.